Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service observed image interference caused by a faulty cable unit. The cable had multiple bumps and was twisted in multiple places. In addition, a leakage was observed due to a crack in the coupler mount. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image would disappear at times. The reported issue occurred when preparing the device for use, prior to an unspecified procedure. As soon as the device was connected to the camera control unit, at first, the display was obscured, then there were black stripes. The intended procedure was completed using a similar device. There was a short delay at the start of the procedure, when replacing the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.